Event description:
This incident has been under investigation by lumeris since receipt in 2006 when the customer reported superficial burns to patient . Gn associated withn an ipl hair removal treatment performed four days earlier. The customer reported that the 695 nm filter used to treat the patient had scratches. On 3/27/2006, the customer reported a second individual (kd) had developed superficial burns, and several focal blisters associated with an ipl hair removal treatment, performed three days earlier. The customer also reported a concern that the sapphire chill tip was not cooling adequatelyduring multiple contacts, the customer denied that any medical intervention had been performed that same day. The customer reported by telephone that there had been medical intervention (1% hydrocortisone and sunscreen had been recommenede for the burns.